Event description:
The customer reported via phone call that the day before the phone call, the insulin pump had a blank display. Customer stated that the backlight was functioning, but nothing would appear on the display. Customer reported changing the battery, and the display was still blank. Blood glucose level at the time of the incident was 436 mg/dl. During troubleshooting, the customer was unable to get the display to return. Most recent blood glucose level at the time of the call was 394 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with missing segments/partial display due to a cracked zebra connector. Unable to perform the rewind, basic occlusion, occlusion, prime, excessive no delivery, and displacement tests due to the display anomaly. The pump was received with minor scratches on the lcd window, a cracked case near display window corners, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.